Event description:
It was reported that the bd syringe 30ml ll had visible silicone. The following information was provided by the initial reporter: it was reported that pharmacists at sites participating in multiple clinical trials informed us about an issue with syringes 30ml, batch 2412045 exp 11/30/2029 provided for our studies. The pharmacist identified a deposit looking like lubricant or silicone residue located on the black part of the plunger, inside the syringe body. This deposit is in direct contact with the investigational product and the syringes have been used to administer investigational product to patients. All the remaining syringes have been placed in quarantine both at sites and our depot facilities. The pic below has been painted in yellow to better reflect the distribution of the substance. We need to know: any potential impact on the patient¿s health the impact of the temperature on the physical state of the lubricant the following steps to open a quality event for a further investigation. During use.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.